Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Blood glucose was 292 mg/dl. Upon follow up, the customer indicated that the issue was resolved. No additional information was provided.